Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the camera head had a white milky residue. The customer stated that they had tried cleaning the lens, but it looks like the residue is on the inside of camera head. Customer did not have a backup camera head. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer remove the light guide cable from the camera head to see if the residue was between, instead of internal to, the camera head. Customer stated that the surgeon ended up converting to laparoscopy for this case but would attempt to troubleshoot after the case completed. The procedure was completed laparoscopically with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: while the surgeon was performing a cholecystectomy surgery, the camera head did not work. The site did not have a spare camera head, so they completed the procedure laparoscopically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted customer and instructed to remove the light guide assembly, to check for residue behind the lens. The endoscope involved with this complaint was returned and completed the device evaluation. Failure analysis confirmed and replicated the customer reported complaint. The bottom plate was changed on ff (firefly) assembly for cosmetic reasons. Additionally, the housing components were worn and the light cable was cut.